Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutdown. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 863 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.